Event description:
It was reported that a patient implanted with an impella cp encountered pump suction and developed ischemia. The ischemia in the patient's right leg was caused by extracorporeal life support cannulation. The medical team decided to amputate the lower leg. Later, the patient developed complete multi organ failure and therapy was limited. This was noted to not be impella related and the patient expired.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the serial number has been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the pump suction was not determined due to lack of sufficient clinical details, and unreturned product and logs for further investigation. The cause of the injury (organ failure) was not determined due to insufficient clinical details.

Manufacturer narrative:
Complaint/patient coding was updated/corrected following medical safety/clinical review as follows: removed: ischemia (e0509) and amputation (f1902) as right lower extremity ischemia was identified and attributed to ecls cannulation resulting in amputation. Note: the impella was placed via the axillary artery. Inserted: multi-organ failure/multiple organ dysfunction syndrome (e2342). Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the final coding that accurately reflects the reported event.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 35-year-old female with an unknown prior medical history presented in fulminant cardiogenic shock with an estimated ejection fraction of approximately 5%. Postpartum cardiomyopathy was suspected. Primary extracorporeal life support (ecls) was initiated with peripheral veno-arterial extracorporeal membrane oxygenation (va-ECMO). Due to persistent severe cardiogenic shock, a decision was made to escalate to combined ecpella support. Impella 5.5 was initially selected; however, advancement into the left ventricle was unsuccessful due to patient vascular anatomy. After multiple attempts, the procedure was aborted, and a right axillary artery impella cp was successfully implanted instead. Two days after initiation of impella cp in combination with va-ECMO, multiple suction alarms and low pump flow events were observed which can be expected with combined therapies and patients that are in persistent cgs. The patient remained in critical condition and was noted to be 100% dependent on mechanical circulatory support. On the same day, right lower extremity ischemia was identified and attributed to ecls cannulation. The clinical team proceeded with right lower leg amputation. Subsequently, the patient developed complete multiorgan failure (mof). Given continued clinical deterioration and poor prognosis, therapy was limited. The patient expired. The unsuccessful attempt to place the impella 5.5 due to vascular anatomy will be reported as a malfunction type of reportable event (inability to advance). The death will be conservatively reported against the impella cp. The patient underlying condition (fulminant cardiogenic shock, suspected secondary to postpartum cardiomyopathy) contributed most to the demise outcome complicated the limb ischemia related to va-ECMO cannulation, and subsequent multiorgan failure. Per the physician, the demise was not considered related to impella device function. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.